Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician experienced balloon withdrawal resistance after deploying a taxus liberte' drug eluting stent. The balloon was able to be removed and the procedure was a success. No pt complications occurred. Pt status is satisfactory. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for analysis. Without a returned device, it is not possible to confirm the reported event and inspect the device for possible root causes. The manufacturing records review was not possible because the batch number is unk. The most probable root cause is operational context. It is considered likely that the device met specifications but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.